Manufacturer narrative:
The insulin pump had intermittent button response due to the buttons having flattened dome switches. The insulin pump also had minor scratches on the lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, and broken reservoir tube lip.

Event description:
It was reported the customer had a keypad anomaly. The customer stated their buttons were stuck and they were unable to rewind the insulin pump. Customer's blood glucose was 220 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.